Event description:
The customer reported chemotherapy study drug (B)(4) infusion completed sooner than intended. The infusion was setup as a primary infusion to infuse 225ml over 54 minutes and then a ivpb 25ml flush to infuse over 6 minutes so that both infusions would infuse over 1 hour. The primary infusion approximate start time was 1452 and towards the end of the infusion (exact time was not provided) the device alarmed for air in-line and air reached the air sensor before the 225ml should have ended. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results shouldthe devices be received for evaluation.

Manufacturer narrative:
MFR's report date: 04/09/2015. The device (s) have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.